Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod6. During the procedure, while advancing the pod6 through the non-penumbra microcatheter, the physician experienced resistance and the pod6 unintentionally detached inside of the microcatheter. Therefore, the physician pulled the detached pod6 from the hub of the microcatheter and successfully removed the coil. The procedure was completed using ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.